Event description:
It was reported that an occlusion alarm occurred. The customer changed the pump supplies to address the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.